Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, used a new product in order to resolve the issue ( managed bleeding ) and complete the case. No additional operation performed.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar). After firing, bleeding was observed at the staple line (observed bleeding, anastomosis bleeding). There was not blood loss of greater than 500cc. To resolve the issue, the surgeon changed the other circular stapler. There will be an additional operation performed to correct the issue. Patient status is alive, no injury.